Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 150 mg/dl. The customer stated that he went to bolus and observed the device scrolling endlessly, so he changed the battery, which led up to the button error alarm. He stated that he changed the battery again thereafter, and the time reset. He stated that there were cracks near the insulin pump's buttons, and the insulin pump had gotten damp. He observed moisture behind the screen. He treated with manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.